Manufacturer narrative:
A specific root cause could not be identified with the information provided for investigation. The issue was not reproducible. The patient sample is not available for investigation. Quality control results were within ranges. There was no evidence of a reagent issue.

Event description:
The customer received questionable results on human chorionic gonadotropin + the beta subunit (hcg+b) for one patient sample. All results are in miu/ml. The original result was 1606.0 and was reported outside of the laboratory. The physician questioned the results and the sample was sent to another laboratory for testing. The reference laboratory ran the sample on an architect. The repeat result recovered 16692.0. The repeat result was deemed to be the correct result by the customer, and a corrected report was issued. There was no adverse event. The hcg+b lot and expiration date were unknown. The field service representative found no cause for the issue. He performed no remedial action, but did performance testing, which was within specifications. The customer performed quality control and that was within the customer's specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.